Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2500 ohms and no sensing. The lead had been reprogrammed previously. No adverse patient effects were reported. The lead remains implanted. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.